Event description:
It was reported that a pump malfunctioned during a flolan infusion (rate of 18ml/hr; vtbi unknown). The customer stated that the clinicians were alerted to the malfunction by the beeping/ alarm from the IV pump with a message similar to "system malfunction".

Manufacturer narrative:
(B)(4). The device has not been identified or returned to baxter for evaluation. If the device is identified and returned, a supplemental report will be submitted.